Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the compliant history identified no similar incident reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported unintended movement in this incident (clip opened while locked) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was inserted, and the leaflets were successfully grasped; therefore, the deployment sequence was started. While retracting the lock line, it was noticed that the clip had opened roughly 10 degrees. Since the clip opened after the lock line was removed, the arm positioner was turned, which successfully closed the clip, reducing mr to a grade of 1+. The clip was noted to be stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.